Event description:
The patient had an external ventricular drain (evd) with a becker drain set-up. During a change in positions, the proximal tubing from the patient end slipped out of the stopcock cerebral spinal fluid (csf) collection port. As a result, the entire becker drain system had to be replaced. The neurosurgeon reports that he has seen this before and stated that the glue, that holds the catheter into the luer lock end, gets loose and does not hold well. As a result, the catheter slips out.the medtronic representative promptly returned my call and set up a time to meet with our facility the following day. Medtronic will file a report on this event as well.